Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate jumped from 180 to 225 units of insulin in the past. The customer's blood glucose was 200-400s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.